Event description:
Pt called lfs in 2002 alleging that their meter would prompt redo check, retest, clean test area, and error 2. Pt did not report any symptoms. Pt was unable to obtain a blood glucose result. Pt did not experience any adverse event or serious injury. No medical care was received from a healthcare professional. Pt attempted to re-test, however, they obtained an error 2. Pt did report having food and or a drink as treatment. The customer svc rep walked them through resolving the issue. Meter was replaced because the error 2 message could not be resolved.